Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this patient who is in the hospital after experiencing a ventricular tachycardia (vt) storm which was not converted after delivery of three shocks. It does appear that anti-tachycardia pacing (atp) therapy did successfully convert the rhythm. A data download was performed, however, it did not include the episode in question. It was noted that the vt1 zone was recently reprogrammed to include defibrillation therapy. A boston scientific technical services consultant reviewed the remote monitoring data and a recent download. The patient has had numerous prior events with recurrent arrythmias. In some instances, the first burst of atp was not always effective. The consultant stated that maybe that is why defibrillation therapy was added to vt1 zone. The observation of ineffective therapy may be a combination of patient clinical status, compliance with rate control, as well as optimization of device programmed therapies. Programmed electrical stimulation was performed and slow vt could not be induced; therefore, monomorphic vt was induced at approximately 230bpm. Conversion was successful with burst atp from vf zone and shock on t-wave induction with 41j reversed shock was also successful. Reprogramming was performed and atp was increased from 5.0v to 7.5v and shock polarity was changed to reversed. The boston scientific local area representative stated a lead revision may occur in the future as the lead tip most likely was not out at the apex and the coil did not appear to be on the septum. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that episode review was requested for this patient who is in the hospital after experiencing a ventricular tachycardia (vt) storm which was not converted after delivery of three shocks. It does appear that anti-tachycardia pacing (atp) therapy did successfully convert the rhythm. A data download was performed, however, it did not include the episode in question. It was noted that the vt1 zone was recently reprogrammed to include defibrillation therapy. A boston scientific technical services consultant reviewed the remote monitoring data and a recent download. The patient has had numerous prior events with recurrent arrythmias. In some instances, the first burst of atp was not always effective. The consultant stated that maybe that is why defibrillation therapy was added to vt1 zone. The observation of ineffective therapy may be a combination of patient clinical status, compliance with rate control, as well as optimization of device programmed therapies. Programmed electrical stimulation was performed and slow vt could not be induced; therefore, monomorphic vt was induced at approximately 230bpm. Conversion was successful with burst atp from vf zone and shock on t-wave induction with 41j reversed shock was also successful. Reprogramming was performed and atp was increased from 5.0vto 7.5v and shock polarity was changed to reversed. The boston scientific local area representative stated a lead revision may occur in the future as the lead tip most likely was not out at the apex and the coil did not appear to be on the septum. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
This supplemental report is being submitted with the product model and serial number and the correct occupation of the initial reporter. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.